Event description:
It was reported the pt lost stimulation coverage following a fall. It was reported the lead had migrated. The physician explanted and replaced one of the leads. The pt has regained effective stimulation coverage. The explanted lead will not be returned. Note the pt had two leads from the same lot implanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.